Event description:
It was reported that during routine preventive maintenance, cracks were observed on the membrane, and a potential pump malfunction was identified. There were no patient involvement and no injury reported. During investigation, the downstream occlusion (dso) seal was found to be cracked.

Manufacturer narrative:
The suspected device was returned for evaluation. The device event log/alarm history was reviewed and no alarms related to the complaint were identified. A review of the prior 12-month service history revealed no relevant records. The device was visually inspected, and a cracked downstream occlusion (dso) seal was observed. Functional testing was performed, during which the device met operational requirements except for the visual inspection finding. The reported issue of cracks on the membrane and potential malfunction was confirmed based on the observed cracked dso seal. The probable root cause was attributed to dso seal degradation. The dso seal was replaced, and upstream and downstream occlusion (uso/dso) calibration was performed. The device underwent performance verification testing, passed all acceptance criteria.